Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. The 18mm of catheter (in 2 parts) was visually inspected, cut/tear was noted. A review of manufacturing records found that the device confirmed to specification when released to stock. Based on the evaluation of the device, the root cause is likely due to user handling of the device. As noted in the IFU, silicone has a low cut/tear resistance. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a medos peritoneal catheter was leaking post implantation and there was revision of the device. The valve was implanted to the patient via l-p shunt, date of implant and initial setting are unknown. At the outpatient department, the patient complained of feeling sick. Leakage of csf was confirmed at 1 cm from the distal connection on the catheter by an image. The revision surgery was performed, and cracked part of the catheter was cut off and then the catheter was re-connected. No further information was provided by hospital. The product will not be returned to your site.